Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, where all the pieces are returned and provisional exhibits signs of repeated use and has fractured medial side. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional was returned fractured. No adverse events have been reported as a result of the malfunction.